Manufacturer narrative:
The front bearings were found to be affected by corrosion and a shattered bearing, which is known to cause the reported event. Since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.

Event description:
It was reported that during a procedure the user facility, while sectioning a tooth, the device overheated and burnt the left upper lip of the patient. The burn was second degree, 2cm x 2cm large. Bacitracin was applied to prevent infection. The procedure was completed successfully using back up equipment with no other medical intervention reported. The facility has scheduled a follow up appointment with the patient. Scar and possible revision of scar is unlikely but possible. No current infection.

Event description:
It was reported that during a procedure the user facility, while sectioning a tooth, the device overheated and burnt the left upper lip of the patient. The burn was second degree, 2cm x 2cm large. Bacitracin was applied to prevent infection. The procedure was completed successfully using back up equipment with no other medical intervention reported. The facility has scheduled a follow up appointment with the patient. Scar and possible revision of scar is unlikely but possible. No current infection.